Event description:
A caregiver reported that the customer was unable to test using the adc freestyle libre reader due to the test not starting upon sample application. The customer experienced symptoms of stumbling, sweating, tremors, and loss of consciousness. The customer had contact with a healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section g1 (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(4). The reported reader was returned and investigated with retained strips. Visual inspection was performed on the reader and no issues were observed. The meter turned on with button depression. A new issue was found during the investigation and observed that the reader does not turn on with strip insertion. The reader was then de-cased and a visual inspection was performed. Debris was observed inside the strip port. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer was unable to test using the adc freestyle libre reader due to the test not starting upon sample application. The customer experienced symptoms of stumbling, sweating, tremors, and loss of consciousness. The customer had contact with a healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.